Event description:
An optometrist reported that a patient who underwent bilateral lasik surgery was diagnosed with asymptomatic trace dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. This report will address the patient's right eye. The topical steroid drops were increased in frequency, followed by a scheduled taper, and discontinuation. At the follow up visit on (B)(6) 2013, the dlk was resolved, and the patient had discontinued all drops.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).